Event description:
Radiation oncology dicom - rt - image and contour system siemens coherence oncologist-. I have 2 of these workstations connected to a image server - magic view -, problem: I can pull the same pt from the magic view to both workstations at the same time, apply contours and resend - push - back to majic view. This is an unsafe process. Two people could be working on the same pt - physician & dosimatrist - and critical info would not be saved in the same pt file - the countouring needs to be a composite process . Fix: the system should lock out any attempt to pull the same pt to the 2nd workstation once the pt files have been transferrred to the 1st workstation. This is a standard safety of radiation oncology systems.